Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The device was replaced with a 6.0mmx220mmx150cm (4f) sterling balloon catheter but it also ruptured upon inflation at 6 atmospheres. The procedure was completed with a different device. No patient complications nor injuries were reported.